Event description:
Patient received a right primary attune to treat primary osteoarthritis and djd. The patella was resurfaced and competitor cement x2 was utilized. The surgeon notes that upon entering the joint, the patient had severe tricompartmental disease. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to aseptic loosening of the tibial tray. Upon entering the joint, the surgeon identified and excised a large area of necrotic bone around the medial aspect of the tibial tray. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised to accommodate the revision knee. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor revision knee utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2021. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.